Event description:
Physician attempted placement of a wavemax device in the left renal artery for the treatment of a lesion in the artery. The stent was delivered via a 7 french guiding catheter (instructions for use recommend a 6 french introducer or an 8 french guiding catheter). The physician experienced difficulty advancing the stent through the guiding catheter. After advancing the stent into the renal artery the decision was made to reposition the stent. As he attempted to pull the stent back into the guiding catheter, the stent dislodged from the balloon and was a "snare" and no further problems occurred as a result of this situation. After retrieval of the wavemax, an unspecified competitor's stent was used to treat the lesion. Reportedly, the patient is "doing fine."